Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd (B)(4) does not received any photo or sample from the customer facility for investigation. Visually inspected (B)(4) samples for any damage / dent on the barrel tip on syringe for lot 16d2581 & all samples found in ok condition. The complaint history for the lot# 16d2581 was reviewed and till date one complaint had been registered against the above lot for the defect- leakage. Dhf was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 16d2581. Log sheet ¿ pin hole in laminate, secondary packaging sensor problem, forming problem, discontinuous cutter changed & sealing die gasket change is recorded in primary packaging process during manufacturing of lot # 16d2581. Double barrel problem, barrel flange breaking problem, barrel jamming in barrel torque dial, barrel elevator jam & double barrel stoppages occurred in printing & assembly process during manufacturing of lot # fd2632b, fd2711b & fd1231b. Preventive maintenance- preventive maintenance conducted as per schedule. Stoppages ¿ no stoppages occurred in barrel molding process during manufacturing of lot # 45c252, 45c253, 45d122, 45123 & 45d263. Investigation conclusion unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer return samples/ photos are not available for the investigation. Root cause description: the team reviewed the assembly & packaging process of syringe and confirmed that no defect in barrel tip is generated during the molding & assembly operation. Also, process control related to molding & assembly found within the process limit. There is chance of needle hub might have uneven inner surface causing improper fitment and it may lead to leakage between syringe & needle. Defective samples are not available for further investigation. The defect rate is very low for 3ml emerald syringe, hence can be considered as isolated case with stringent quality inspection. The team will monitor the defect and if confirmed will take actions appropriately. (B)(4).

Event description:
It was reported that during use, there was medication leakage with the bd emerald¿ 3ml luer slip syringe with 23 g x 1 in. Needle. It was reported the leakage was due to the syringe not being watertight.. There was no report of injury or medical interventions.